Manufacturer narrative:
Qc and system check info were not supplied. Pre-analytical sample handling info was not provided. A field service engineer (fse) was dispatched to the customer's lab: the fse conducted diagnostic testing which failed specifications. The fse performed preventive maintenance (pm) to the instrument (there is no info why pm was performed). The fse replaced sample pipette. Upon service completion, the fse ran diagnostic and precision testing; both tests passed with specifications. The fse verified the instrument per established procedures. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results that were generated by the access 2 instrument. The customer indicated that elevated accu tni results, above the ami cut-off, were obtained from three (3) different pt samples. The accu tni resuls were reported out of the lab and questioned when following draws resulted within the normal range for these patients. The original samples were repeated on a different instrument and resulted within normal range. The actual results were not supplied. No additional info regarding this event was provided. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed or connected to this event.